Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation flow: device interaction/functional: visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: 6941077) was returned and received at us cq. Upon visual inspection, it was observed that the device was received assembled with the buttress/compression nut (p/n: 03.037.016, lot #: 9397799) and 130 deg aiming arm (p/n: 03.037.013, lot #: 9480560). The threads visible are inspected and no issues were identified. There were scratches on the device but have no impact on the device functionality. The distal tab on the device was bent inwards and deformed. The yellow and red epoxy lines were missing from the device. The missing epoxy was investigated under CAPA and does not require any additional investigation for this defect. No other issues were observed with the returned device. Functional test: during functional test, the compression nut was freely able to rotate on the guide sleeve but the guide sleeve was not able to disassembled from the 130 degree aiming arm. The features likely responsible for the confirmed condition are inaccessible due to the assembly issue. Both the aiming arm and compression nut are investigated separately. The complaint can be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed as the complaint relevant components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The overall complaint condition can be confirmed due to the received condition of the device. Investigation conclusion the complaint condition was confirmed for the blade/screw guide sleeve (p/n: 03.037.017, lot #: 6941077). The features likely responsible for the confirmed condition are inaccessible due to the assembly issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no new corrective and/or preventative action is proposed. The missing epoxy was investigated under CAPA(B)(4). Based on the investigation findings, it has been determined that no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.037.017. Lot # 9641077. Manufacturing site: (B)(4). Release to warehouse date: (B)(4) 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. The surgeon was performing a trochanteric fixation nail advanced procedure. When inserted the blade guide sleeve with buttress nut attached into the 130° aiming arm, it appeared to be cross threaded and would not advance foreword or backwards. The aiming arm with guide sleeve and attached buttress nut were removed. The procedure was completed successfully with very minimal delay. There was no harm to the patient, and there was no product left in the patient. Concomitant device reported: unknown tfn nail (part# unknown; lot# unknown; quantity: 1). This complaint involves three (3) devices. This report is for (1) blade/screw guide sleeve. This report is 1 of 3 (B)(4).